Event description:
The manufacturer was contacted regarding a remstar pro c-flex+ w/sd card device. The device user alleges the unit blew up and black foam coming from the hose and into the mask. The user alleges an oily foam that was inhaled into the lungs. There is no allegations of patient harm or serious injury. The patient desired x-rays and said they were going to see a physician. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.